Event description:
It was reported by service report that the right head rail was not locking. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Grease dried on siderail causing locking pin to not move.